Event description:
The customer had problems with rewind and prime. The customer complained that the pump did not exit from the prime loop. The customer changed the set. During the call the customer came back from the emergency room because customer changed the reservoir but not the tubing. The customer connected the same tubing to the new reservoir and forgot to disconnect during the manual prime. The numbers did not show up and the customer continued during the manual prime until an alarm occurred.